Manufacturer narrative:
The device was returned and evaluated. A visual inspection with the naked eye noted the uv spike separated from the main body of the twist clamp. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition of no flow/restricted flow was not verified, however an additional issue of separation between the uv spike and main body of a titanium transfer set was identified. The cause of the separation was due to inadequate solvent during manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned titanium transfer set, a baxter technician determined the uv spike separated from the main body of the twist clamp. No additional information is available.